Event description:
A report was received that trial patient had passed away. During the trial, the patient had soreness which was due to a slight infection. The patient went to ER and was released the same day with augmentin antibiotics. There were no procedure complications during the trial. The physician stated that the patient's death was not related to the trial or the device, but the cause of death is unknown at this time. The patient had gone on a 4-5 mile walk in a 90 degree fahrenheit heat prior to his death.